Manufacturer narrative:
Handpiece didn't get hot. Handpiece failed specs due to bur bearing failure on turbine. Bur bearing pulled off rotor but was still intact. Also clogged water port on handpiece head.

Event description:
It was reported that a midwest e plus 1:5 ca overheated during use; no injury resulted.